Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 4.0mm x 12mm quantum maverick balloon catheter was selected for use. However, it was noted that the balloon was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter in two pieces. The device was tightly folded with blood in the wire lumen. Inspection revealed a complete separation in the hypotube located 69.8cm from the tip of the device, and there were numerous kinks in the hypotube. The fracture faces of the separated ends were oval, as if kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 4.0mm x 12mm quantum maverick balloon catheter was selected for use. However, it was noted that the balloon was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.